Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer¿s mother, who is the caregiver reported that the customer¿s adc freestyle libre sensor was ¿cold¿ and received a ¿scan again in 10 minutes¿ error message. Due to the sensor error message, the customer was incapable of monitoring her blood glucose and experienced low glucose level. The customer was treated with glucose by the caregiver and no further information was reported. There was no report of death or permanent impairment associated with this event.